Event description:
Breathing circuit (airlife isothermal) overheated. One limb of the breathing circuit (dual heated) was connected to the mr730 humidifier by a single heated wire adaptor. In a short time the circuit overheated with visible melting. The circuit was removed immediately with no harm to pt.